Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the¿caller requested maintenance to the patient's implantable neurostimulator (ins). The caller stated the device is working but pain levels have shifted since asked unknown event date. The patient was redirected to their healthcare provider. Pt rep called back stating they are still waiting to hear back from a rep and the hcp hasn't been able to schedule anything for them. Caller mentioned possible "shocks" then later went on to say they want the stimulator just checked and looked at because it had been a long time. Pt stated it has been going on for about a year, maybe a bit prior and the pt had waited because of covid and another medical procedure that the pt had done. Caller was unable to clarify hcp info. Pss providednas phone number to give hcp and emailed field reps for visibility.